Event description:
Boston scientific received information that this left ventricular (lv) lead had loss of capture due to dislodgement. No other adverse patient effects were reported. The lv lead was explanted and the ra lead was capped and was surgically abandoned. The lv lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.